Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 80 mm abdominal aortic aneurysm. It was reported that approximately 8 years 2 months later, the patient presented with abdominal pain and a CT showed what appeared to be a stent graft migration and a type I endoleak. The patient received treatment the following day, with 3 endurant aortic cuffs implanted and chimney grafts implanted in the left and right renal arteries. The event was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported stent graft migration and resulting proximal type I endoleak was confirmed. The exact cause could not be determined, but appears most likely to have been anatomy related. Pre-implant films and earlier post-implant films were not available for comparison. Review of CT¿s from 9+ years post-implant revealed that the infrarenal aaa max diameter measured 80mm and contrast was seen within the sac from a likely proximal type I endoleak. The bifurcate was positioned ~20mm below the renal arteries and unapposed to the dilated proximal neck. The aortic diameter just below the renals measured ~29mm, and increased to 31mm at the bottom of the neck at the level of the bifurcate proximal margin. The infrarenal neck was also acutely angulated ~60 deg rt-lt relative to the migrated bifurcate aortic body. No other endoleak or stent graft issues were observed. It appears likely that disease progression (neck dilatation) likely led to the stent graft migration and resulting proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.